Manufacturer narrative:
Findings: no motor error alarm noted. Unit was unable to prime during prime/a33test due to moisture damage on fsr. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, missing end cap sticker and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during basal delivery. Customer's blood glucose was 521 mg/dl. The customer stated that the drive support cap appears normal. Customer stated that the device was not exposed to a high magnetic field. The customer stated they are able to rewind the pump. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.